Event description:
Caller states during a correlation study the following coaguchek s/coaguchek xs results were obtained: 1.3 inr/1.9 inr, 2.4 inr/3.2 inr. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device in the coaguchek xs system. Reference medwatch for suspect device in the coaguchek s system.